Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector leaked. The following information was provided by the initial reporter: customer is having issues with leaking at point where the j loop meets the IV catheter. Leaking is said to occur behind the sound collar prior to blood hitting the tubing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product was returned by the customer. Photo representation of packet of sample provided which verified material and lot number. It was reported by the customer that they are having leakage issues where the j loop meets the IV catheter could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c and lot number 22089075 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot 22089075 . Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector leaked. The following information was provided by the initial reporter: customer is having issues with leaking at point where the j loop meets the IV catheter. Leaking is said to occur behind the sound collar prior to blood hitting the tubing.